Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Femoral impaction allografting for significant bone loss in revision hip arthroplasty." Was reviewed on august 8, 2018. Study pertained to 45 hips (42 patients). Implanted between 2005-2011 all hips were implanted with: biostop g bone cement restrictor. Cmw 1 gentamicin. C-stem. Unknown depuy femoral head. Results/adverse events of the study: two intra-operative femoral canal perforations. One patient superficial non-infective hematoma (required surgical evacuation). One patient had a clinical significant pe with required medical treatment. Two cases of dislocation (1 managed with closed reduction and 1 managed with revision). Four cases of non-union of a greater trochanter. Four cases of leg length discrepancy. Twenty-eight cases of stem subsidence at 1 year post op (no revisions) subsidence ranged from 0.1mm to 6mm).

Manufacturer narrative:
Product complaint #:(B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Patient code 3189 used to capture absence of treatment.